Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a hypoglycemic event with a documented blood glucose (bg) nadir of 39 mg/dl. The user required assistance from a friend who provided fast-acting carbohydrates. The event was not medically treated. The user also reported a hyperglycemic episode with a peak bg of 380 mg/dl lasting approximately six hours in total. No professional medical intervention or backup therapy was used.